Event description:
Pt came from or with thigh high antiembolism hose on and co scd thigh high over that. Pt c/o of rt ankle pain- found hose bunched up around ankle with large indented reddened area dorsal aspect of ankle, scd's were dc'd, antiembolism stocking removed. Last documentation in chart 4/25/96 at 1945- pink 3" teardrop shape, ant. Surface rt ankle.